Manufacturer narrative:
Field service engineer (fse) troubleshot the tower interface, cpu and harness distribution boards but found they were not the cause fo the problem. Fse found the problem was with the longitude transducer amp board. Fse replaced the board and was able to regain all movements of the table without errors. Fse then trouble shot the tilt display sticking readout and was able to fix the tilt readout issue by recalibrating the tilt home position. Fse then checked system for proper operation per service checklist, using as reference the hut service manual. Unit passed checkout procedures and was returned to service.

Event description:
Customer reported via phone the system table movement failed during a patient procedure. The procedure was unk but it did not require fluoro. The physician was able to complete the procedure with the table in its current position which was 10 to 12 degrees trendelenburg. No patient details are known other than there were no injury. This facility has back up capabilities for procedures while this system is repaired.